Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implant was out of service (eos) and experienced por. The issue was resolved at the time of the report. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that no current has been felt for two weeks without any external event. Remote control cannot control the sm. In the control, the display appears here that all data from the unit has been deleted. The sm shows `por`, low battery capacity. The serial number of the unit is also deleted. No program can be controlled even after manual re-entry, display `session ended` or similar. Due to the unusual lifespan of the unit, the sudden cessation of electricity and the ads that appeared here, I suspect a technical defect. With the agreed patient, we therefore set an operation appointment to exchange the unit for (B)(6) 2022. Hcp would be happy to ask rep to be with the operating room so that they can then take over all the steps for forwarding the unit to your technical department and, if a technical defect is confirmed, take over the new unit.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) revealed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the loaded circuit voltage was measured with the battery connected to the hybrid. The current drain (amplitude = 5.0 v rate = 31 pps, pulse width = 210, load = 511 ohms) was measured with a power supply connected through a current meter to the hybrid. The lcv: 0.5191 volts and current drain: 129.9 ¿a.

Event description:
Additional information was received from the rep. Rep reported the settings of the device that were used by the patient were as follows: voltage: 1.7, pulse width: 210, hertz: 14, electrode configuration: pol 1=-/pol 2=+.

Manufacturer narrative:
H3: device received, analysis not yet complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.